Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the their insulin pump was not providing audio alerts, and that changing the audio level settings on the insulin pump did alter the volume. The customer did not provide their blood glucose value at the time of the incident. The customer was testing their insulin pump in response to a safety notice issued for audio alert anomalies. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. A pump error 63 alarmed during the self test and was confirmed in the pump history due to a broken trace on the keypad assembly. The volume did not change when adjusted. The audio/vibrate anomaly/absence of alarm was confirmed.